Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), bacterial vaginosis ("bacterial vaginosis") and candida infection ("thrush"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, bacterial vaginosis and candida infection had resolved. The reporter considered bacterial vaginosis, candida infection, device dislocation and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: event outcome, start and stop date were added. New events added: bacterial vaginosis, thrush and device migration. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure migration") in an adult female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lupus erythematosus, sedation, chronic pain, endogenous depression, constipation, stools watery, irritable bowel syndrome, unilateral leg swelling, dyspareunia, noninfective vulvitis, pelvic pain, pain, vaginal discharge, nickel sensitivity, vulvovaginal pain, vomiting, fever, fibromyalgia, burning sensation, sleep apnoea syndrome, itching, blood in urine, dysuria, backache, groin pain, uti, breast pain female, muscle spasm, acute pain, fatigue, apnoea syndrome, menometrorrhagia, intermenstrual bleeding, hot flushes, breast discomfort, dysmenorrhea, spotting vaginal, dry mouth, irregular menstrual cycle, depressive disorder, headache, flashing lights, blurred vision, migraine, joint inflammation, abdominal discomfort, abdominal pain, spinal pain (lower or lumbar spine tenderness), low back pain, gravida (patient is 24 weeks pregnant), rheumatoid arthritis, endometrial ablation, post coital bleeding and menorrhagia. Previously administered products included: mirena, methotrexate, oxybutynin, metronidazole, antibiotics, metronidazole and tramadol. Concurrent conditions were listed as incontinence and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain/ localized pain/ including chronic pain;"), bacterial vaginosis ("bacterial vaginosis"), candida infection ("thrush"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction (characterized by abnormal vaginal discharge, itching, rashes and inflammation)"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, bacterial vaginosis and candida infection had resolved. The reporter considered bacterial vaginosis, candida infection, device dislocation, device intolerance, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: number of coils right: 4 number of coils left: 4-6 discrepancy noted date implanted: 25nov2014 allergic or hypersensitivity reaction (characterized by abnormal vaginal discharge, itching, rashes and inflammation). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: not reported [ultrasound pelvis] (date unknown): uterus is anteverted with a regular 4.7 mm endometrial thickness. There is small posterior wall fibroid .uterus appears otherwise normal. Both ovaries are normal in size .it is unlikely that the sterilisation clips would be identified on ultrasound [ultrasound scan] on (B)(6) 2015: patient attended 3d sterilisation.essure implants could be seen in intramural interstitial sections of the uterus.the left implant was slightly more protruding into the uterine cavity than the right but both appeared to be well positioned; on 30-nov-2015: normal uterus and ovaries. There are no adnexal masses lot number: b06102 manufacturing date: (B)(6) 2013 expiration date: (B)(6) 2016 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital bleeding, device intolerance, allergic or hypersensitivity reaction(abnormal vaginal discharge, itching, rashes and inflammation) dyspareunia, mental disorder, fatigue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: reporters, lab data added. New event added: genital bleeding, device intolerance, allergic or hypersensitivity reaction(abnormal vaginal discharge, itching, rashes and inflammation) dyspareunia, mental disorder, fatigue . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure migration") in an adult female patient who had essure inserted (lot no. B06102) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lupus erythematosus, sedation, chronic pain, endogenous depression, constipation, stools watery, irritable bowel syndrome, unilateral leg swelling, dyspareunia, noninfective vulvitis, pelvic pain, pain, vaginal discharge, nickel sensitivity, vulvovaginal pain, vomiting, fever, fibromyalgia, burning sensation, sleep apnoea syndrome, itching, blood in urine, dysuria, backache, groin pain, uti, breast pain female, muscle spasm, acute pain, fatigue, apnoea syndrome, menometrorrhagia, intermenstrual bleeding, hot flushes, breast discomfort, dysmenorrhea, spotting vaginal, dry mouth, irregular menstrual cycle, depressive disorder, headache, flashing lights, blurred vision, migraine, joint inflammation, abdominal discomfort, abdominal pain, spinal pain (lower or lumbar spine tenderness), low back pain, gravida (patient is 24 weeks pregnant), rheumatoid arthritis, endometrial ablation, post coital bleeding and menorrhagia. Previously administered products included: mirena, methotrexate, oxybutynin, metronidazole, antibiotics, metronidazole and tramadol. Concurrent conditions were listed as incontinence and vaginal discharge. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criteria medically important and intervention required), pelvic pain ("pain/ localized pain/ including chronic pain;"), bacterial vaginosis ("bacterial vaginosis"), candida infection ("thrush"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction (characterized by abnormal vaginal discharge, itching, rashes and inflammation)"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues") and fatigue ("fatigue"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain, bacterial vaginosis and candida infection had resolved. The reporter considered bacterial vaginosis, candida infection, device dislocation, device intolerance, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, mental disorder and pelvic pain to be related to essure administration. The reporter commented: number of coils right: 4 number of coils left: 4-6 discrepancy noted date implanted: (B)(6) 2014 allergic or hypersensitivity reaction (characterized by abnormal vaginal discharge, itching, rashes and inflammation). Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: not reported [ultrasound pelvis] (date unknown): uterus is anteverted with a regular 4.7 mm endometrial thickness. There is small posterior wall fibroid .uterus appears otherwise normal. Both ovaries are normal in size .it is unlikely that the sterilisation clips would be identified on ultrasound [ultrasound scan] on (B)(6) 2015: patient attended 3d sterilisation.essure implants could be seen in intramural interstitial sections of the uterus.the left implant was slightly more protruding into the uterine cavity than the right but both appeared to be well positioned; on (B)(6) 2015: normal uterus and ovaries. There are no adnexal masses lot number: b06102 manufacturing date: (B)(6) 2013 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure migration') in a female patient who had essure (batch no. B06102) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ localized pain"), bacterial vaginosis ("bacterial vaginosis") and candida infection ("thrush"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, bacterial vaginosis and candida infection had resolved. The reporter considered bacterial vaginosis, candida infection, device dislocation and pelvic pain to be related to essure. Lot number: b06102 manufacturing date: 2013-03 expiration date: 2016-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.